Event description:
Caller alleged discrepant high inratio inr result in comparison to the alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 2.4. Poc inr 1.3. Therapeutic range: 2-0 - 3.0. The time between testing was five (5) minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.